Manufacturer narrative:
The pod was received not deployed. The pod was in pod state 2, indicating that the pod had been filled but activation was not completed. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in the reported needle deployed early.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that while filling the pod with insulin, the needle deployed from the pod prematurely.